Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested, but not returned yet. Upon receipt of items and completion of evaluation, an MDR follow-up will be submitted to the FDA.

Event description:
It was reported that patient underwent initial hip procedure on an unknown date. Revision procedure was performed on (B)(6), 2013 due to dislocation and alval. No further information has been received.

Manufacturer narrative:
It was reported that the implants were revised due to recurrent dislocation and the presence of alval. The returned components were evaluated. A clearly defined wear patch could be seen on the articulating surface of the femoral head, which was believed to have been as a result of normal articulation. In addition, a band of scuffing was evident on the same surface, which is more likely to have been due to contact with the rim following dislocation, or reduction of the dislocated joint. The underside of the taper adaptor shows a few scratches, likely to have been a result of the extraction procedure. The exact cause for the dislocation of the prosthesis cannot be determined; however, eccentric motion, sub-optimal positioning and less than ideal soft tissue tensioning can all contribute to excessive wear that has been linked with the development of alval.